Event description:
Caller reported that pump unexpectedly displayed reset screen. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for replacement pump and instructed customer to use mdi as backup therapy. Customer was advised to put pump into storage mode and return it using pre-paid label within 10 days.